Event description:
It was reported that a cartridge alarm 20 occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer assistance was given to properly load a new cartridge and resume insulin therapy successfully, resolving the issue.